Event description:
It was reported to philips that the device's defibrillator test failed. There was no patient involvement.

Manufacturer narrative:
H3 other text: multiple attempts were made to contact the customer, at this time there has been no response.

Event description:
It was reported to philips that the device's defibrillator test failed. Per the case notes, the engineer has contacted the customer, informing them that the equipment has a broken capacitor, and to contact them whether they choose to repair the device. Following the initial report, multiple attempts were made to follow up, but no response was received. As such, troubleshooting could not be performed and a cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated or determined during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.